Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer adapter was found to work correctly per specification. An underwater leak test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap of a solution administration set could not be removed from the connector. This occurred before use. There was no patient involvement. No additional information is available.